Event description:
It was reported that the inflatable penile prosthesis (ipp) device was unable to be inflated six months after implantation. The patient underwent a surgical procedure in which all the ipp components were explanted and replaced. There were no patient complications.